Event description:
It was reported that the lower part of the unknown abutment screw fractured inside the implant, the upper part came out but was discarded the implant was removed because the dentist couldn´t retrieve the broken screw. A new implant was placed in the same appointment.

Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The bottom portion of the fractured screw remained stuck in the implant and the top portion was not returned. The complaint was confirmed. The part and lot numbers of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.